Manufacturer narrative:
.

Event description:
A report was received that the patient's scs was wrapped around the spinal cord and it was causing pain. The patient underwent an explant procedure.

Manufacturer narrative:
Event date: 2012. Explant date:2012. Additional suspect medical device components involved in the event: model#: sc-2208-70. Serial #: (B)(4). Description: st linear lead 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent several revisions for unknown reasons. It was also reported that recently the scs was wrapped around the spinal cord which was causing pain. The patient underwent an explant procedure. No further information will be provided to bsn.